Manufacturer narrative:
Product not returned post explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited an unspecified product dysfunction/dislocation and a revision performed. A few days later, the lead was explanted and replaced due to ongoing issues. Another reliance lead (0293/435019- 10749952) of same model type was then implanted; however also exhibited unspecified dysfunction approximately ten days post implant and the patient sent to another facility for a revision. No further information/details have been, nor will be provided. The patient drafted complaint letter was forwarded to bsc internal legal council for further actions, due to a request for monetary compensation. No other resulting adverse effects were reported.